Event description:
On 02-jun-2021, intuitive surgical, inc. (Isi) became aware of a video-assisted thoracic surgery article titled, ¿minimally-invasive segmentectomy for pulmonary tuberculosis: single center experience¿ (kudriashov, g., mortada, m., et al., 2020). Within the journal article, an operative complication involving a da vinci surgical procedure was noted. ¿two patients (20%) were undergoing conversion to a thoracotomy due to the bleeding (single case of endoscopic stapler breakdown during apicoposterior right segmentectomy, blood loss was 1,200 ml) and injury of the segmental bronchus (apicoposterior left segmentectomy in patient with bronchi nodular fistula)." On 14-jun-2021, intuitive surgical, inc. (Isi) followed up with the author and obtained the following information: the issue occurred with the endoscopic(laparoscopic) stapler, which "broke down". The blood loss did not occur with the use of the isi product. Bleeding occurred from lung tissue (intersegmental plane). The source of the bleeding was the intersegmental vein. The patient was transfused with blood(one dose per day) on post-operative days one and two. It was confirmed that there was no allegation that a malfunction of a da vinci system, instrument or an accessory occurring as well as no allegation that a malfunction of a da vinci system, an instrument, or an accessory caused or contributed to the operative complications. Isi made multiple additional follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Instrument log review of the product related to the complaint cannot be performed at this time because of insufficient product information. The event date and product information are unknown. No image or video clip for the reported event was submitted for review. No additional technical review was required based on the complaint since the event date and instrument lot number are unknown. This complaint is considered a reportable event due to the following conclusion: two patients were undergoing conversion to a thoracotomy due to the bleeding (single case of endoscopic stapler breakdown during apicoposterior right segmentectomy, blood loss was 1,200 ml) and injury of the segmental bronchus (apicoposterior left segmentectomy in patient with bronchi nodular fistula). The patient was transfused with blood (one dose per day) on post-operative days one and two. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.